Manufacturer narrative:
The investigation is underway. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a central station monitor, model 91387, had no audio alarm when a telemetry monitor went into alarm.

Manufacturer narrative:
This event was reported to spacelabs 15 days after the date of occurrence. Spacelabs contacted the customer multiple times to obtain investigational data (april 23, 28, and 30, 2014); however, the customer only provided a short rhythm strip of the event that was not long enough for analysis. The customer did not provide spacelabs with access to the equipment, and the equipment was never removed from service. The customer did not provide a retrospective database, alarm settings, or error logs for the reported event. An investigation to root cause could not be performed due to the lack of data provided by the customer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with aria tele transmitter model #96281, receiver module model #90478, and central monitor model #91387-38 did not generate an alarm for ventricular tachycardia (vtach) at 3:10 a.m. On (B)(6) 2014.